Event description:
It was reported that a hemostasis valve could not be tightened and blood leak occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman access system (was) was positioned in the patient. The hemostasis valve could not be tightened and a little blood leak occurred. The procedure was completed with another was. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath. The device was microscopically and visually examined. There was a kink 8.5cm from the strain relief. There was no damage to the hub or valve. The device was functionally tested by attaching a syringe (filled with water), and positive/negative pressure was applied with the valve open and closed. The valve was able to close and showed no indications of damage. There were no issues. Inspection of the remainder of the device presented no other damage or irregularities. Analysis of the returned product did not confirm the reported difficulty closing the valve or the leak.

Event description:
It was reported that a hemostasis valve could not be tightened and blood leak occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman access system (was) was positioned in the patient. The hemostasis valve could not be tightened and a little blood leak occurred. The procedure was completed with another was. No patient complications were reported and the patient is stable.